Event description:
Isolation gown stuck to the packaging and unable to remove it. Also has large crescent shaped gouge out of the side of the gown rendering it unusable.======================manufacturer response for isolation gown, kimberly clark isolation gown (per site reporter).======================e-mail sent to company rep, but no response yet.what was the original intended procedure?protect staff from exposrue to infectious agents from patients in isolation room.device #1is this a laboratory device or laboratory test?no.